Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low flow alarms at night between 2:00 - 4:00 am. The patient reported that the low flow alarms seemed to stop when they switched from the mobile power unit (mpu) to battery power. Review of the log files found low flow alarms that occurred during the night usually after 2:00 am, and no other alarms or events that would suggest an issue with a change in power source from ac power to batteries. A review of the log files by technical services confirmed multiple low flow alarms occurred. The patient did not have any acute symptoms at the time of the low flows. Right heart catheterization (rhc) and computed tomography angiography (cta) of the outflow graft were done on (B)(6) 2022. Rhc showed mildly elevated intracardiac filling pressures coupled with a low cardiac index and output in the face of hypertension with a mean arterial pressure (map) of 110 mmhg and systemic vascular resistance greater than 1900 dynes s/cm5 (dsc). Cta showed no definite evidence of thrombus in the inflow cannula or outflow cannula, but streak artifact from the left ventricular assist device (lvad) limited evaluation. Mild folding of the outflow cannula at the insertion site was observed. Postoperative changes of transcatheter aortic valve replacement (tavr) and stable mild aneurysmal dilatation of ascending thoracic aorta measuring 4.1cm were also observed. The patient had a known partial obstruction of the inflow cannula that caused the low flows, along with hypertension. The low flow alarms persisted intermittently. Blood pressure medication was adjusted and electrophysiology was consulted as the patient was in atrial fibrillation (afib) that correlated with the low flow alarms. It was recommended that the patient resume oral guideline-directed medical therapy and anti-hypertensive medications, as well as be admitted to the intensive care unit (ICU) for invasive hemodynamic monitoring. There were no plans for surgical intervention, but afib ablation was planned. Ventricular assist device (vad) optimization echocardiogram with hemodynamics was considered.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log file. According to the account, the low flow events were due to an inflow cannula obstruction and hypertension. The reported inflow cannula obstruction could not be confirmed through this evaluation as no images were submitted for review and the device was not returned for evaluation. Additionally, a specific cause for the reported events, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The system controller log file contained data from 06sep2022 through 14sep2022. Intermittent low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17sep2018. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5 ¿surgical procedures¿, outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5, under ¿preparing the ventricular apex site¿ warns, ¿take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction.¿ this section also instructs the user to inspect the ventricular chamber for mural thrombi and crossing trabeculae and address both as needed. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists arrhythmia as a potential late postimplant complication. Section 6 also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.